Event description:
A transfer set had to be replaced because the occluder feet were broken. Leaks can be observed when the minicap is removed. The transfer set had been in place since 26 days ago. The pt started apd therapy on june 2005. There was no pt injury or medical intervention associated with this incident according to the international affiliate.